Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15961622 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that the patient had a 55 cm. Optease inferior vena cava (ivc) filter for femoral delivery deployed. Sixteen (16) days after implantation, the patient returned for retrieval of the filter. A 10 fr. Unknown guiding catheter was inserted and the hook of the filter was snared with another catheter device. During the retrieval of the filter into the guiding catheter, resistance was felt and ¿a strut of the filter snapped¿. The filter was forced to go into the guiding catheter and it was successfully removed from the patient. There was no reported patient injury. The product was clinically used and it will be returned for analysis. Patient films are not available. There were no reported problems in delivering the device. There was no reported vessel calcification or tortuosity. The filter was successfully placed in the ivc. There was no associated filter migration. The location and number of fractures was unknown. The fracture was reported to have occurred during the retrieval of the device. No additional information is available. Procedural details were investigated however the information was not available. A non-sterile 55cm optease for femoral delivery only filter was received for analysis inside a plastic bag. Per visual analysis, filter / filter barbs/ retrieval hook were inspected and fractures were observed on struts/legs on three different points of the filter. No other damaged condition was observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The optease filter was forwarded for sem analysis to determine/ identify the possible cause/ characteristics of failure mode observed on the complaint unit returned and sem results showed that the wire presented evidence of reverse bending conditions. Reverse bending or fatigue failures could be related to these surface characteristics, these types of failures occur due to a tensile overload. Also ductile dimples were found in all the fractures observed during the analysis, ductile dimples suggest that stretching / pulling events were occurred. Upon analysis of the results from the visual inspection and sem images, it is most likely that a high- energy overload was the cause of the fracture. A review of the lot history records for optease lots 2041736 and 2041353 and analysis of the returned component did not yield any evidence that would support the conclusion that the filter involved in this complaint was in any nonconformance and displayed any pre-existing defect. The IFU instructs to select the correct loop diameter size of the microvena amplatz goose neck snare, assemble the microvena amplatz goose neck snare kit according to the instructions for use. Using the guidewire tip straightener, insert the recommended guidewire into the 10f catheter sheath introducer. Gently advance the guidewire in the ivc such that it is caudal to, but not into, the optease retrievable filter. Introduce and advance the optease retrieval catheter such that the tip of the optease retrieval catheter is located at a short distance (approximately 3 cm) caudal of the optease retrievable filter retrieval hook. In this case, an unknown 10 fr guiding catheter was used for filter removal. The IFU instructs to remove the guidewire and insert and advance the microvena amplatz goose neck snare assembly through the optease retrieval catheter until it protrudes out of the optease retrieval catheter such that the marker band of the snare catheter is caudal of the filter retrieval hook. Push the snare shaft forward gently to open the snare loop caudal of the optease retrievable filter retrieval hook. The loop is then slowly advanced forward over the optease retrievable filter apex. Reduce the loop diameter by advancing the snare catheter while simultaneously pulling backwards the snare until the loop engages the filter retrieval hook. Note: ensure that the loop of the snare has properly engaged the retrieval hook and that the retrieval hook, retrieval catheter and snare are aligned. The marker tip of the snare catheter must be caudal to the filter hook. There must be a clear distance between the marker tip of the microvena snare catheter and the denser end of the optease retrievable filter apex. Always maintain tension on the snare to prevent disengagement of the snare loop from the optease® retrievable filter retrieval hook. While keeping tension on the snare, ensure that the filter and snare catheter are in line with the optease retrieval catheter. Pull the snare catheter approximately 5 mm backward to allow the loop to align with the filter. While keeping tension of the snare, advance the optease retrieval catheter over the filter hook. Continue advancing the optease retrieval catheter over the filter until the filter is completely collapsed inside the optease retrieval catheter. Precaution: do not push the snare catheter against the retrieval hook prior to the advance of the optease retrieval catheter over the filter. Too close contact between the snare catheter and filter retrieval hook can cause friction of the filter tip in the optease retrieval catheter. Once the filter is fully collapsed inside the optease retrieval catheter retract the complete system as a unit out through the 10f sheath introducer. The complaint code reported by the customer as ¿thrombectomy systems-filter-retrieval difficulty¿ could not be evaluated during product analysis as the optease filter was received deployed out of its cartridge filter as received. The ¿thrombectomy systems-filter-fractured¿ was indeed confirmed since, per visual analysis, the filter was inspected and fracture condition was observed. Based on the limited procedural information and without procedural films available for review, it is not possible to determine what procedural factors may have contributed to the resistance friction experienced during retrieval resulting in the use of force to make the filter go inside the catheter. Based on the fal evaluation, there is evidence of reverse bending conditions most likely due to a tensile overload resulting in the strut fractures. Hence the force reported to retrieve the filter may have resulted in the filter strut fractures. Neither the DHR nor the fal analysis indicate that there is a design or manufacturing related issue, therefore no corrective action is required at this time.

Event description:
The report received from the affiliate indicated that the patient had a 55 cm. Optease inferior vena cava (ivc) filter for femoral delivery deployed. Sixteen (16) days after implantation, the patient returned for retrieval of the filter. A 10 fr. Unknown guiding catheter was inserted and the hook of the filter was snared with another catheter device. During the retrieval of the filter into the guiding catheter, resistance was felt and a strut of the filter snapped. The filter was forced to come into the guiding catheter and it was successfully removed from the patient. There was no reported patient injury. The product was clinically used and it will be returned for analysis. Patient films are not available. There were no reported problems in delivering the device. There was no reported vessel calcification or tortuosity. The filter was successfully placed in the ivc. There was no associated filter migration. The location and number of fractures was unknown. The fracture was reported to have occurred during the retrieval of the device. No additional information is available.